Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed in the arterial sample port, drawing in air and filling the arterial line with air. Estimated blood loss is unknown. Additional attempts to the customer have been made with no additional information provided. Sample has not been returned to the manufacturer.